Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that during an unknown procedure on (B)(6) 2016, the tip of anchor inserter fractured. Another anchor was used to complete the procedure. The patient did not retain a foreign body and it is unknown how long of a delay there was in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Root cause of the event was most likely attributed to bending overload; however, a conclusive root cause could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during a rotator cuff repair procedure on (B)(6) 2016, the tip of the anchor inserter fractured. Another anchor was used to complete the procedure. The patient did not retain a foreign body and it is unknown how long of a delay there was in the procedure. Additional information received reported that the tip of the needle remains in the patient.